Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) due to high out of range shock impedance measurements as well as low out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed bringing the patient into clinic for further evaluation. The local area sales representative was contacted for additional information. The available information suggests this lead and device remain in service. This report will be updated should additional information become available.